Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the device displayed an error message. The procedure was not able to be completed and was reschedule for a different time. No medical intervention was required due to this event.